Manufacturer narrative:
The customer¿s report of two syringe pumps on the same side of the pcu turning off was confirmed in the pcu event log. The pcu event log showed that a channel disconnect occurred at 7:30 pm on (B)(6) 2015 and both syringe modules were removed from the system. During an onsite visit from carefusion the pcu¿s male iui connector was observed to be corroded/contaminated. The root cause of the two syringe modules on the same side of the pcu turning off was not identified, however is likely related to the iui connector on the associated pcu.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that 2 syringe pumps infusing dopamine and a carrier fluid on the same side of the pcu turned off. The 2 devices turned off 2 minutes after the syringe was changed on the dopamine infusion. The 2 infusions were restarted and then shut off again. No patient harm reported.